Event description:
The customer reported that there were hardware and communication error messages resulting in intermittent fluoroscopic functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The generator heating pcb assembly was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.